Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported question mark and 1+ false positive results in the anti-b and anti-d wells of the ih-card abo/d(dvi-)+rev.a1, b when used on the ih-1000 instrument. She stated that the reactions in question were clearly negative when visually assessed. The customer observed the issue of question mark and 1+ false positive results with ih-card abo/d(dvi-)+rev. A1, b lot 9147010 on two different ih-1000 instruments. Therefore, two investigations were initiated: (B)(4) (FDA report no. 9610824-2023-00001) and (B)(4) (present case, FDA report no. 9610824-2023-00002). The customer did not provide a product sample of the allegedly defective ih-card abo/d(dvi-)+rev.a1, b for investigational testing but provided patient samples. Therefore, our quality control laboratory tested their retention sample of the affected lot of the ih-card abo/d(dvi-)+rev.a1, b . First, the retention sample was visually inspected for intact sealing, homogeneous gel, correct filling height and the absence of splashes in the reaction chamber. All acceptance criteria were met. Then 11 donor samples known to be anti-d negative were tested in multiple determination on the ih-1000 instrument. A total of 100 cards of the retention sample were tested. In some cases we observed question mark results. Visually assessed the pellet was flat but some small dots could be found in the gel column. Addtionally, our quality control laboratory tested the patient samples provided by the customer. Some of the patient samples were in bad condition. Due to the small sample volume, the patient samples were each transferred into baby tubes. Only three of the seven patient samples (patient samples j16, m27 and s29) could be processed on the ih-1000. Neither questionable nor 1+ false positive reactions occurred in anti-b and / or anti-d wells. Despite repeated washing with isotonic saline, four samples would not be pipetted by the ih-1000. Therefore, all seven patient samples were additionally tested in duplicate using the manual method. The reactions were read and rated using the ih- reader 24. In some cases, we observed question mark results. Visually assessed the pellet was flat and the gel column not remarkable. We did not observe any small dots in the gel column. The sample s29 showed a discrepancy in the abo blood group determination. The forward test showed blood group a, but the b reagent red blood cell in the reverse typing reacted negatively. According to the blood group a the reaction with the b reagent red blood cell was supposed to be positive. The reaction with the a1 reagent red blood cell in the reverse typing was negative as expected. The results of sample s29 in the abo blood group determination were observed in both the gel and tube methods. We do not have any information regarding the medical condition of the patient in question which could explain the observed discrepancy. Data files of the affected ih-1000 instrument were reviewed. It was noticed that the back light showed streaks that looked like cleaning traces. The "?" Interpretation on the anti d well is confirmed and justified. It is caused by the high texture identified by the algorithm image analysis. Based on the investigation the complaint was classified as confirmed - upp (unexpected product performance). Due to the observed phenomenon with the anti-b of ih-card abo/d(dvi-)+rev. A1, b which looked like cleaning traces we highly recommend the cleaning of the back light, a check of the camera and the reading module and then performing a new calibration. A review of the batch record documentation showed no irregularities, which might have negatively affected the quality of the allegedly defective lot. When reporting this issue on january 11, 2023, the customer described this issue as ongoing. Since it did not become clear whether only the question mark results recurred or also a false positive result was obtained, we refrain from submitting identical MDR reports for all days between january 04, 2023 (the date of event this very report is being filed for) and all days up to january 11, 2023 when the customer filed her complaint.

Event description:
The customer reported question mark and 1+ false positive results in the anti-b and anti-d wells of the ih-card abo/d(dvi-)+rev.a1, b when used on the ih-1000 instrument. She stated that the reactions yielding question mark results were clearly negative when visually assessed. The customer did not provide the product sample of the allegedly defective ih-card abo/d(dvi-)+rev.a1, b for investigational testing but provided patient samples. The investigation in our quality control laboratory is still ongoing. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. Also still ongoing is an investigation of the data files of the affected ih-1000 instrument. When reporting this issue on january 11, 2023, the customer described this issue as ongoing. Since it did not become clear whether only the question mark results recurred or also a false positive result was obtained, we refrain from submitting identical MDR reports for all days between (B)(6) 2023 (the date of event this very report is being filed for) and all days up to (B)(6) 2023 when the customer filed her complaint. This report is almost identical with report 9610824-2023-00001 which was also sent today. The difference is the instrument that was used for testing of the ih-card. Since the investigation is still ongoing and it is not clear yet if the issue was maybe triggered by the instrument, we decided to submit two individual reports, one for each affected instrument.

Manufacturer narrative:
This is our initial report on this incident.